Event description:
Event description boston scientific crm received information that this pacemaker patient experienced syncope. Review of programming options for the sudden brady response (sbr) feature was requested.